Event description:
Md using cook introducer kit for guide wire placement, the guide wire became stuck in the needle and unable to thread further, both needle and wire were then removed, and new introducer set opened and pt restuck. Md was utilizing for placement of ddd pacemaker.